Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by deterioration and damage to the rubber caused by repeated physical stress during use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the plastic distal end cover on the bronchovideoscope was burnt. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction for the results of the legal manufacturer's final investigation. A definitive root cause could not be identified; however, based on the results of the investigation, it is likely that the burning of the plastic distal end cover occurred due to the use of a high-frequency device without maintaining a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.